Event description:
The customer reported the system would not boot up and is displaying an ad channel 10 error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gib, and the high voltage regulator. System operates as intended. (B) (4)